Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before intraocular lens (iol) implantation, the edge of intraocular lens (iol) failed to engage with the advancing plunger and as such lens did not fold or advance. Nurse suspected plunger of injector is bent slightly with confirmed no patient contact. Another same company injector was used to complete the case and no such error encountered. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that the edge of the intraocular lens (iol) failed to engage with the advancing plunger. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore an injector failed to advance the iol as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).